Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. This issue was already reported on the complaint file-(B)(4), MFR report number: 1000165971-2021-00367. The device was finally explanted to analyze it.

Event description:
Analysis report #(B)(4) was filed by tim last in the past. After explant the pacemaker was to be checked by microport. During explant "(B)(6) 2022" the leads connected to this pacemaker appeared to be working normally. Normal lead impedance, iecg and thresholds. The hospital wants the pacemaker to be checked for anomalies. Pacemaker is available in the dutch office and will be shipped after your approval.

Event description:
Analysis report #2021-00944 was filed by tim last in the past. After explant the pacemaker was to be checked by microport. During explant (B)(6) 2022 the leads connected to this pacemaker appeared to be working normally. Normal lead impedance, iecg and thresholds. The hospital wants the pacemaker to be checked for anomalies. Pacemaker is available in the dutch office and will be shipped after your approval.

Manufacturer narrative:
Please refer to the attached analysis report.